Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during drain 2 of 7. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the hp disconnected from the set without pressing stop. The technical service representative (tsr) reviewed proper procedures with the hp, assisted the hp to clear the alarm, and assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Improperly disconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.